Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Measurement value on system display is different than value in report. The investigation is in process.